Manufacturer narrative:
(B)(4). D10: item # unknown, unknown alloclassic shaft, lot # unknown. Item # 173205, sulox-hd 32 s 12/14, lot # unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Due to the lack of product reference and lot numbers, it was not possible to review the complaint history. It was reported that the patient was hospitalized for the treatment of severe right-sided coxarthrosis, with a secondary diagnosis of arterial hypertension. Underwent the implantation of a right total hip replacement using zimmer components. Post-operatively, she requires continued outpatient orthopedic follow-up, including regular check-ups, lab tests, dressing changes, and removal of sutures 12-14 days post-op. Physical therapy with pain-adapted full weight-bearing on crutches for 4-6 weeks is advised, along with pain management as needed. Additionally, cryotherapy and lymphatic drainage are recommended for swelling, and continued thromboembolism prophylaxis with low-molecular-weight heparin is essential. Based on the available information, the reported event cannot be confirmed and a definite root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). B3: event has been ongoing "since implantation." As such, no specific date is available. G2: report source germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient has had pain in the right hip since the date of implantation, approximately 8 years ago. The device was installed correctly according to the doctor. Attempts have been made and additional information on the reported event is unavailable at this time.